Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was taken to the emergency room for low blood glucose and the reading was 37 mg/dl. Troubleshooting revealed that the basal rate was set incorrectly. The customer stated he may have set it while he was experiencing the low blood glucose episode. The insulin pump passed the self test.